Manufacturer narrative:
(B)(4). Batch: r94f4h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, stapler cut, but did not staple. Staples came out of pockets, but were malformed. Device was removed. Surgeon over-stitched. New device was opened to complete surgery. No harm to patient, no significant delay.

Manufacturer narrative:
(B)(4). Batch r5az98. Investigation summary: the analysis results found that one plee60a device was returned with the anvil knife slot damaged and with no reload present. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.